Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic aortic valve into the native valve a pre-dilatation of the native valve was performed. During the implant procedure, following the transcatheter valve implant, a post-dilatation of the transcatheter valve was performed. Approximately 6 years and 4 months following this valve implant structural valve deterioration was identified via transthoracic echocardiogram (tte). This was specific to an increase of =2 grades of intra-prosthetic aortic regurgitation (ar) resulting in =severe ar. Patient symptoms were not reported. A non-medtronic transcatheter valve was implanted valve-in-vale with no or trivial aortic regurgitation following its implant per angiogram.